Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue. Guiding catheter: launcher. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, concentric, and de novo mid right coronary artery that was 90% stenosed. A 3.5 x 38 xience alpine stent could not cross due to the lesion and there was resistance removing the stent from the anatomy. The stent was slightly flared with no other reported issues. The procedure was successfully completed with another unspecified xience alpine stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number -(B)(4). Visual, functional, and dimensional inspections were performed on the returned device. The reported material deformation (stent flare) was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.